Manufacturer narrative:
The reported events of high lead impedance, high capture threshold, and insulation degradation were not confirmed. The reported event of the helix was unable to retract was confirmed. The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, high impedance and high capture threshold were noted on the right ventricular lead. It was determined the lead exhibited insulation degradation. The lead was explanted and replaced. During the procedure, the helix was unable to retract. It was noted that the patient was dependent. The patient was in stable condition.